Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7090990. Product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(4), batch: 505782.

Event description:
It was reported that the patients lead was found exiting the incision site. The patient underwent a revision procedure wherein everything was explanted. The wound was then flushed with antibiotic wash. The patient will complete the antibiotic therapy while incision rest and heal. The explanted device components were disposed of per facility policy.